Event description:
Olympus medical systems corp. (Omsc) was informed that the doctor inserted the stent into the patient without any problem. However, the patient expressed pain four and a half months after and came to hospital again. The doctor performed endoscopic retrograde cholangiopancreatography (ercp) and found that the stent migrated into the right hepatic duct. The flaps at the duodenal side broke and he thought that this breakage probably led to the stent migration. The stent was still inside the patient. The doctor did not know how to retrieve it because it was impossible to perform surgical treatment due to patient's tissue conditions. The patient was kept in the hospital.

Manufacturer narrative:
The subject device was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.